Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was consulted and troubleshooting was performed but it was unsuccessful. This device remains in service. No adverse patient effects were reported.